Event description:
It was reported that episodes of auto mode switch and non-sustained lead noise due to myopotential oversensing was observed on the ventricular channel. Patient was asymptomatic. Reprogramming the device was planned. Patient later presented for one month follow-up, and no reoccurrences of oversensing was noted.